Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and mildly calcified left brachial vein. A 6.0mmx40mmx40cm sterling¿ balloon catheter was selected to dilate the target lesion. During the first inflation, the balloon ruptured at 10 atmospheres (atms). The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.